Event description:
The customer gave the incident sample to the sales rep for product return and eval in a biohazard bag. Details about the incident and device were not made available by hospital staff. The device was returned with the active blade missing from the device. Add¿l questions were asked to site personnel and add¿l info could not be obtained.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.